Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock for non-sustained ventricular tachycardia (nsvt). It was noted that the patient was asymptomatic. Technical services (ts) analyzed device episode data and found that the rhythm was going in and out of monomorphic nsvt and slow ventricular tachycardia (vt). This s-ICD started double counting the wide complex then delivered the shock. It was noted that this patient was on medication for premature ventricular contractions (pvc). Ts discussed reprogramming options for troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.